Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to display image when fluoro was activated. There are no reports of patient injury or death associated with this event.